Manufacturer narrative:
H6: event problem and evaluation codes: update not required investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email 8-dec-2022: issue noticed during testing. Date unknown.

Event description:
It was reported that the device was not heating up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with minor cosmetic blemishes and residue from tape. No other apparent physical damage was found. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The investigation found that the display and temp check did not match. The temperature was also measuring below 32.3 degrees celsius, confirming the customer complaint. The device was out of calibration. No corrective action was taken. The device was no longer needed for the loaner pool and would be scrapped. The root cause of the reported issue was traced to the customer/user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).